Event description:
It was reported to boston scientific corporation in 2008, an radial jaw 3 biopsy forcep device was used during a colonoscopy procedure (patient age, gender and weight unknown) the day before. According to the complainant, during the procedure, the radial jaw 3 biopsy forceps became stuck in the first 5 cm of the biopsy channel. After releasing tension from the variable stiffness endoscope, the radial jaw 3 biopsy forceps came out. The endoscope was removed and a second radial jaw 3 biopsy forceps device was used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned device revealed that the cutter was bent and that the coil was elongated. No other anomalies were noted. The cause of the damage is unknown, but is likely due to an excessive force that elongated the coil and bent the cutter.